Manufacturer narrative:
The product was returned for investigation. The reported failure mode was confirmed. The unit was visually inspected without magnification. The chipped piece was returned with the unit. A torn/burned portion was observed in the insulation in front of the probe, right below the electrode and two more at the left side. The exposed lumen is extended from the left side to the back left side of the probe. The insulation was pulled down and damaged all around the border of the insulation. Burn marks were observed on the lumen. There are scratch wear marks all the way down the front of the probe. The ceramic plus electrode were evaluated using a dyno camera. Scratch marks were observed on the ceramic and glue residue from the manufacturing process. Further, blood residue was observed on the inner lumen. Device history record (DHR) of the reported lot number was reviewed. There were no manufacturing related discrepancies observed that could contribute or is related to this condition. Probable root cause for the reported condition can be associated, but are not limited to misuse. Even though, the unit was not used extensively, the burn and wear marks are indicative of a possible contact or held close to a metal instrument (arthroscope, cutter, cannula) in which an electrical arc is formed. When a probe is held close to an arthroscope or any other metal object, the radio frequency path is interrupted and the circuit shorted through the instrument. If the probe is held too close to the metal object, an effect can be observed which can consequently cause the damage observed to the tip of the probe. In addition, the probe could have been used use as a scrubbing tool which can cause damage to the tip, the possibility of excessive torque forces applied to the tip of the probe, exceeding the part strength per design, which could have contributed to the detaching of the ceramic, cannot be ruled out. In sum, the product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the surface wand head came off the wand. It is fell off in the shoulder and was quickly retrieved from the shoulder. The surgeon then opened a new product and finished the case with the new wand.

Event description:
It was reported that the surface wand head came off the wand. It is fell off in the shoulder and was quickly retrieved from the shoulder. The surgeon then opened a new product and finished the case with the new wand.